Manufacturer narrative:
The product was not returned for investigation therefore the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence. Alleged failure: anchor broken during insertion. Probable root cause: design: inserter material/design too weak. Anchor/inserter assembly design cannot support insertion forces. Anchor (B)(4) material selection insufficient for insertion into bone. Process: anchor/inserter not manufactured to specification. Anchor/inserter not assembled to specification. Application-excessive force impacting inserter: extremely hard bone, no pilot hole drilled. Poor patient bone quality. The device manufacturer date is not known. (B)(4).

Event description:
It was reported that the device broke. The procedure was completed successfully.